Manufacturer narrative:
PMA/510(k) #: k182980. The zib device of unknown rpn and lot number involved in this complaint was implanted in the patient, and was not available for evaluation. Prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for the zib device could not be performed as the lot number is unknown. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions and/or the stent placement procedure. From the information provided it is known that the patient had malignant hilar biliary obstruction and contralateral portal vein stent occlusion. It is also possible that the patients developed cholecystitis as a result of the stent placement procedure itself. The complaint is confirmed based on customer testimony. According to the initial reporter, two patients developed acute cholecystitis 11 and 350 days, retrospectively, following placement of a biliary stent and underwent percutaneous gallbladder drainage. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Initial report details: son 2015 ¿ ¿percutaneous unilateral biliary metallic stent placement in patients with malignant obstruction of the biliary hila and contralateral portal vein steno-occlusion¿. Our stent deployment system was introduced over a 0.035-inch, 150-cm long stiff hydrophilic guidewire (terumo) or over an extra-stiff amplatz guidewire (cook medical) and was deployed across the hilar obstruction to the common bile duct to cover the bile duct approximately 1¿2 cm proximal and 2¿3 cm distal to the obstruction to prevent tumor overgrowth. Post-stenting balloon dilation was not performed in any patient. After the procedure, an 8.5-fr or 10-fr temporary drainage catheter (cook medical) was placed just proximal to the stent. The external drainage catheter was irrigated frequently for 1¿2 days after placement to remove any possible blood clots or sludge. Two patients developed acute cholecystitis 11 and 350 days, retrospectively, following placement of a biliary stent and underwent percutaneous gallbladder drainage.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Son 2015 percutaneous unilateral biliary metallic stent placement in patients with malignant obstruction of the biliary hila and contralateral portal vein steno-occlusion. Our stent deployment system was introduced over a 0.035-inch, 150-cm long stiff hydrophilic guidewire (terumo) or over an extra-stiff amplatz guidewire (cook medical) and was deployed across the hilar obstruction to the common bile duct to cover the bile duct approximately 12 cm proximal and 23 cm distal to the obstruction to prevent tumor overgrowth. Post-stenting balloon dilation was not performed in any patient. After the procedure, an 8.5-fr or 10-fr temporary drainage catheter (cook medical) was placed just proximal to the stent. The external drainage catheter was irrigated frequently for 12 days after placement to remove any possible blood clots or sludge. Two patients developed acute cholecystitis 11 and 350 days, retrospectively, following placement of a biliary stent and underwent percutaneous gallbladder drainage.